Event description:
The daughter of a (B)(6) female patient called zoll customer support to report that the patient's monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted tva4 tvs array on the auxiliary pca board. The root cause for the shorted tva4 component could not be positively identified. No adverse event resulted from the shorted tva4 component. The patient received a replacement monitor.